Event description:
The perfusionist reported that the tubing attached to the venous reservoir outlet port slipped off. The connection remained sterile allowing the perfusionist to immediately reconnect the tubing and de-air the circuit. Blood loss was approximately 150 - 200 cc. There was no report of patient injury and the patient was discharged without incident.

Manufacturer narrative:
The perfusionist reported that during the procedure, the smarxt tubing attached to the venous reservoir outlet port slipped off. The perfusionist did not return the product to sorin group USA for evaluation. There was no inventory of the reported lot available for further review. A review of the manufacturing records revealed that the heart lung pack was manufactured to specifications. The smarxt tubing separated from a connection made by the perfusionist. It was reported that the perfusionist tie banded the connection prior to priming the circuit. The smarxt tubing instructions for use, (B)(4), states that "in order to prevent leaks or tubing disconnections, sorin group USA, inc. Recommends tie banding smarxt tubing to all barbed connectors and component ports. Push the proper size tubing at least 1/4 inch past the apex of the innermost barb and securely tie wrap." Sorin group USA, inc. Recommends following these steps in order to prevent any type of tubing to connector separation. The cause of the reported separation cannot be conclusively determined.